Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was disconnecting the following information was received by the initial reporter with the following verbatim patient was walking the hall with mom and chemotherapy connector became disconnected at the chemo line side that comes from pharmacy. Blood was dripping out of the line from the patient¿s port, onto the patient and all over the floor as the two chemo pieces (connector and injector) were still connected, with the blue turtleneck piece around them, leaving the line completely open on the patient¿s side.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2465-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.